Manufacturer narrative:
The device is not available for evaluation by pride at this time. Should the device or further information become available, a follow-up report will then be submitted.

Event description:
Customer alleges charger started on fire, damaged the seat. Bad smoke smell so he can't keep chair in the house.

Manufacturer narrative:
The device was returned and evaluated. The overheating of the charger was the result of liquid ingress.

Event description:
Customer alleges charger started on fire, damaged the seat. Bad smoke smell so he can't keep chair in the house.